Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet did not charge when placed on the charging pad while connected to one household power outlet, but charging resumed with a solid green indicator and on-device charge percentage when the pad was moved to a different outlet, indicating normal charger function after outlet change. Symptoms included no clinical symptoms. Outcomes included no impact on health and no medical intervention. Investigation included device use troubleshooting and user education. Investigation of this case revealed that the charging system operated as intended when connected to a functional power source. It was concluded that the event was related to an external power outlet issue and not a device malfunction.